Event description:
It was reported that during a recanalization procedure in a peripheral arterial disease of superficial femoral artery, the catheter was allegedly jammed on to the guidewire. It was further reported that the catheter was allegedly melted. The procedure was completed using wire escalation technique. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 10/2023).

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 10/2023).

Event description:
It was reported that during a recanalization procedure in a peripheral arterial disease of superficial femoral artery, the catheter was allegedly jammed on to the guidewire. It was further reported that the catheter was allegedly melted. The procedure was completed using wire escalation technique. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 14s crosser cto recanalization catheter was returned for evaluation. Sample was received loaded onto an unknown guidewire. No burnt residue noted to the sample. The guidewire was removed from the catheter with no issues. Catheter puncture noted. Based on the findings, the investigation was confirmed for the identified material puncture issue. However, the investigation was unconfirmed for the reported device-device incompatibility and melted issues. A definitive root cause for the reported device-device incompatibility, melted issues and identified material puncture issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 10/2023), g3, h6 (device, method). H11: h6 (result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a recanalization procedure for a peripheral arterial disease of superficial femoral artery, the catheter was allegedly jammed on to the guidewire. It was further reported that the catheter was allegedly melted. The procedure was completed using wire escalation technique. There was no reported patient injury.